Manufacturer narrative:
H.6. Investigation: 2 photos were returned for investigation. The 1st photo shows the leakage in between the needle hub and flow control plug was observed. The 2nd photo show the top web with batch #9105550. Able to confirm the customer experience. Molding process (material): there could be a molding defect on the needle hub material or the flow control plug (fcp) material. When the two parts are assembled, there could be gap in between needle hub and fcp that could result in leakage. However, as the actual sample was not returned, the root cause cannot be determined. Assembly process: the assembly process has been reviewed. There could be damage to the needle hub or fcp during assembly or there could be improper assembly during production which cause the two parts not being able to assemble properly. However, the DHR was reviewed and there was no abnormality being recorded during the production of this batch. As the actual sample was not returned, no investigation could be performed. Therefore the root cause cannot be determined. Product application: the other probable cause would during product application. The user could had held the incorrect position during withdrawal and unintentionally withdrawn the needle by gripping the fcp instead of the needle hub. This loosen the fcp and cause the leakage to happen. As it is not possible to perform further investigation based on the photos return, the probable root cause remains only a hypothesis. The actual sample would be required for investigation to confirm the actual root cause. A device history record review was performed and showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked a drop of blood during use, after the injection and retracting the needle. The following information was provided by the initial reporter, translated from dutch to english: "it's a bd infusion needle, venflon pro safety 22ga. After injection and retracting the needle, there was a leakage of blood, a small drop, at the connection with the 'end piece'."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked a drop of blood during use, after the injection and retracting the needle. The following information was provided by the initial reporter, translated from (B)(6) to english: "it's a bd infusion needle, venflon pro safety 22ga. After injection and retracting the needle, there was a leakage of blood, a small drop, at the connection with the 'end piece'."